Event description:
Lumbar drainage system broke off in a patient's spine. Emergency surgery was performed to remove the broken piece. Patient states they have pain as a result of this procedure.

Manufacturer narrative:
Follow up report 002 ref to natus complaint # (B)(4). Related report received from FDA via the medwatch program uf/importer report # (B)(4). 28-aug-2023: completed product evaluation form received, confirmed the product was not returned for evaluation. Complaint history review/trend analysis: 4 previously confirmed "lnteg-broke in use" complaints within the past two years. (B)(4) nt821707 units sold within the past two years. Failure rate = (B)(4) % acceptable risk associated with the complaint as per hazard ID 1.5 in doc-049039 natus external drainage lumbar catheters risk analysis spreadsheet. Risk is moderate. The device history record for the device was reviewed, the raw materials used in the manufacturing met specifications and there were no anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Root cause/failure investigation: the customer's complaint could not be confirmed as the device was not returned for evaluation. Based on the customer's complaint description of the lumbar catheter shearing/breaking there was a CAPA that investigated the lumbar catheter issue. Evaluation of the complaint descriptions and product tested performed (refer to capa005401) found the most likely cause of the lumbar catheter failure is due to its retraction during initial placement in the patient (either with or without the guidewire still populated in the catheter) while the tuohy needle remained in position. This resulted in the sharp heel edge of the touhy needle cutting through the lumbar catheter. The instructions for use (sd205456001 rev. Ab) contains several warnings to help prevent this from occurring in the field: page (5) five warning states "to avoid damage to the catheter, care must be taken not to withdraw the catheter from the needle in order to reposition it in the subarachnoid space. If the catheter must be removed, withdraw the needle and catheter simultaneously". Page (5) five under precautions states: "silicone rubber tears and cuts easily. Use rubber shod forceps when handling the catheter". Page seven (7) warns: "warning: to minimize the risk of damage to the catheter, take care not to pull back on or withdraw the catheter after insertion into the needle. If the catheter must be removed, withdraw the needle and catheter simultaneously". Also, page seven (7) below step 7 list three caution statements: "caution: silicone tears and cuts easily. Use rubber shod forceps when handling silicone catheters". "Caution: hold the catheter securely at the exit site during needle and guide wire removal to prevent catheter dislodgement". "Caution: follow these points to aid needle and guide wire removal and to prevent damaging the catheter". Unable to determine if the device failed to meet specifications. Failure mode: unconfirmed/ no device returned.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Related report received from FDA via the medwatch program uf/importer report # (B)(4)and it noted the below: procedure: lumar drain removal. Problem: the patient had the lumbar drain removed at the bedside by the neurosurgeon with evidence that the catheter tip had transected longitudinally in multiple pieces. CT revealed a radiopaque foreign body within the spinal cord at level l2-l3 with multiple projections extending inferiorly. The patient was taken for a laminectomy. Device failed (e.g. Broke, couldn't get it to work or stopped working). Update to the following sections: a2, a6, b2, b3, d4, d9, e2, e3, e4, g4. Further investigation to be carried out.

Event description:
Lumbar drainage system broke off in a patient's spine. Emergency surgery was performed to remove the broken piece. Patient states they have pain as a result of this procedure.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Mar 27, 2023: notice received from technical support stating a patient contacted natus to report a serious injury. The patient arrived at university of tennessee medical center for a severe ear ache. It was determined the patient's skull was fractured so a lumbar drainage kit was placed around february 21st or 22nd, then removed on february 26th. During removal, university of tennessee medical center staff found the unit was no longer in tact and a piece had broken off. Emergency surgery was performed to remove the broken piece. Patient states they have pain as a result of this procedure. Patient states they have asked for follow up from university of tennessee medical center and they got back to him and told him to contact natus. Mar 28, 2023: technical support reached out to university of tennessee medical center risk management and asked for confirmation on the part number and lot number of the unit, if the customer is still in possession of the unit and if the customer complaint questionnaire can be completed. Acceptable risk associated with the complaint as per hazard ID 1.5 in doc-049039 natus external drainage lumbar catheters risk analysis spreadsheet. Risk is moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed.

Event description:
Lumbar drainage system broke off in a patient's spine. Emergency surgery was performed to remove the broken piece. Patient states they have pain as a result of this procedure.